Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is stretched 17.2cm from the hub. Microscopic examination revealed no damages. The device was attempted to be functionally tested by inflating it, but the damaged inflation lumen prevented fluid from reaching the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported rupture.

Event description:
It was reported that balloon rupture occurred. The patient was presented with arterial occlusion of the lower knee vessels and underwent artery vascular opening. The target lesion was located in anterior tibial artery. A 2.5mm x 120mm x 150cm sterling sl balloon catheter was advanced for dilatation. Inflations were performed three times. However, during third inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient was presented with arterial occlusion of the lower knee vessels and underwent artery vascular opening. The target lesion was located in anterior tibial artery. A 2.5mm x 120mm x 150cm sterling sl balloon catheter was advanced for dilatation. Inflations were performed three times. However, during third inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.